Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused, or contributed to the event.

Event description:
It was reported to philips that the device keeps getting an alarm led failure. A good faith effort was made, and the customer reported that the device was being set up for use when the alarm occurred. The patient was transferred to alternative v60, and there was no harm reported as a result of the delay. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse recommended to replace the v60 power switch overlay to resolve the issue. The customer confirmed via good faith effort on 09-oct-2020 that the power switch overlay was replaced, which resolved the reported issue and returned the device to full functionality.